Manufacturer narrative:
Upon further investigation and response to follow up request, it was determined that the blower assembly was only replaced due to noise and wiring sounds originating from the unit, which is not a reportable issue for v60 devices. Therefore, this report is being redacted.

Event description:
Philips received a complaint from the manufacturer's field service engineer (fse) on the v60 indicating that while servicing the device, it was observed that there is a blower assembly issue. It was reported there was no patient involvement at the time the issue was discovered. The fse replaced the blower assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Based on information provided and/or service performed it was confirmed unit did not meet product specifications. It was determined that the blower assembly was the cause of the reported issue.